Event description:
57-year-old male with a history of recurrent epistaxis who was admitted to the hospital and subsequently experienced a st-elevation myocardial infarction treated with primary pci to the right coronary artery. Event summary: following primary pci for stemi, the patient was admitted to the intensive care unit for close monitoring. He experienced syncope while walking to the bathroom, requiring cardiopulmonary resuscitation with return of spontaneous circulation. Post-resuscitation, he remained hypotensive with sbp ~90 mmhg and had a lactate of 5.9. Transthoracic echocardiography demonstrated a dilated and hypokinetic right ventricle, consistent with right ventricular failure. The patient was taken to the cardiac catheterization laboratory for impella rp flex implantation for right-sided mechanical circulatory support. He initially demonstrated a favorable hemodynamic response. However, the following day he developed recurrent hypotension, rising lactate, and required escalating vasopressor support. He was re-intubated, experienced another cardiac arrest requiring chest compressions, and subsequently had bloody secretions in his esophageal/gastric tube. Continuous renal replacement therapy was initiated. Given the patient¿s poor prognosis, the family elected to withdraw care. Impella rp flex flows were weaned, and the patient expired. Impella rp flex will be conservatively reported for death; however, the device is unlikley to have contributed to the patient's death, which was most likely due to the underlying critical clinical condition. Detailed event chronology, initial hospitalization, patient admitted with history of recurrent epistaxis. Developed stemi requiring primary pci to the right coronary artery. ICU course ¿ first cardiac arrest: after pci, transferred to the ICU for close observation. Experienced syncope while ambulating to the bathroom. Required CPR, with return of spontaneous circulation. Post-rosc findings: sbp ~90 mmhg: lactate 5.9. Tte: dilated, hypokinetic right ventricle. Impella rp flex implantation. Due to suspected rv failure and worsening shock, patient taken to cath lab. Impella rp flex implanted for right-sided mechanical circulatory support. Post-implantation: hemodynamics initially improved. Deterioration on day 1 post-implant. Patient became hypotensive again, with rising lactate levels. Required vasopressors to maintain map > 60 mmhg. Experienced further clinical decline: re-intubation. Another round of chest compressions. Bloody output noted in esophageal/gastric tube. Continuous renal replacement therapy (crrt) initiated due to worsening clinical status. End of life. With ongoing multiorgan failure and poor prognosis, family elected to withdraw care. Impella rp flex flows were weaned, and life-sustaining therapies were discontinued. The patient expired while supported by the device. Outcome: patient expired following family-initiated withdrawal of care. Death occurred while impella rp flex was still in place during flow weaning.

Manufacturer narrative:
The exact date of death is unknown but has been captured as the date of explant. If actual information becomes known, a supplemental report will be submitted. Device status. The impella device was not received from the customer; therefore, an investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
Additional information was provided in b5 (event description). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Additional information received: no interventions were performed to address this complaint. The care team continued with support monitoring impella flows and motor current as indicators of performance while monitoring pa pressure via pa catheter. Care was withdrawn on the patient in the middle of the night and the device was explanted and discarded without on sight support.